Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was disabled for the patient's ((B)(6)) lead implanted at l5 due to low impedances. X-rays were taken and indicated the lead is partially broken. Surgical intervention may take place at a later date.